Event description:
The dealer states that the device is alarming, high pressure no switching. The dealer replaced the sieve beds, and the 4 way valve because it was dusted. The dealer states that the device alarmed again with 1 red and 5 green. Then the dealer states after clearing out the circuit board, and replaced it, now he has 1 red and 7 greens which is not in our system. No further information available.